Manufacturer narrative:
The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests a leakage of the drug veletri was observed from the connection between the extension set and the groshong catheter. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage from the connection between the extension set and the groshong catheter was confirmed. The returned products were disconnected and flushed through with no fluid leakage or air ingress observed. Pressure testing of the maxplus product however identified fluid to be leaking from vertical crack in the lower part of the maxplus (just above the thread of the male luer). No defects were identified to the male luer of the returned extension set. The cause of the leak was from a crack on the lower part of the maxplus (just above the thread of the male luer). The cause of the crack is unknown.